Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure to occlude a left atrial appendage (laa) using a 31 mm amplatzer amulet (acp2) and 14f amplatzer torqvue 45x45 (tv45x45), the acp2 'jumped' out of the laa which resulted in an episode of acute hypotension. (At the time of the event, the acp2 remained attached to the delivery cable.) A tee revealed a pericardial effusion secondary to a dissection of the superior laa and required pericardiocentesis. Despite draining the pericardium and the administration of protamine, the effusion was not resolved and the patient was sent to surgery where a flap in the laa was confirmed and sutured. Per report, it is unknown whether the acp2 or tv45x45 caused the perforation.